Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Events occurred in the united states. It was reported on 11-jul-2024 that the patient encountered infusion set cannula was kinked in 3 or more hours after insertion for first 3 events and within 3 hours for 4th event. The insertion site was at abdomen. Duration of infusion set used for event 1 about 24 hours (11-jul-2024), event 2 - less than 24 hours (12-jul-2024), event 3 - about 24 hours (15-jul-2024) and event 4 - less than 24 hours (16-jul-2024). The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.